Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint "wire broken during procedure." The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Thermal damaged was observed on the bipolar yaw pulley. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.084 - 0.101 in length and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during a da vinci assisted procedure, the fenestrated bipolar forceps (fbf) instrument had a broken wire. The procedure was completed and there was no patient injury.